Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no more intervention was needed. The fast heart rate was due to chronic atrial fibrillation, not the implantable pulse generator (ipg) pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the implantable pulse generator (ipg) rate response feature caused the patient to have a heart attack because the ipg was pacing too quickly. The ipg was reprogrammed to turn off the rate response feature, but the patient's heart rate still seemed very high. The ipg remains in use. No further patient complications have been reported as a result of this event.